Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed all necessary precautions and regularly cleaned the pump's speaker holes. Technical support decided to replace the pump with one having updated software, and training will be provided through the tandem source account. The customer was informed about the return procedure for the old pump and acknowledged these instructions.